Manufacturer narrative:
A specific root cause could not be identified. An instrument issue can be excluded as the calibration before the event was ok and qc was in range before, in between and after the event.

Event description:
The customer received questionable hemoglobin a1c gen.2 results for about 100 patient samples. Data was only provided for one patient sample. The initial result was 8.8% and was reported outside the laboratory. Someone called and asked that the sample be repeated. The result from another analyzer was 5.6%. The repeat result was believed to be correct. The customer did not know if any patients were specifically affected. She had not been made aware. The hemoglobin a1c reagent lot number was 68736201 with an expiration date of 11/30/2014. The field service representative could not find a cause. The customer replaced the regent pack and recalibrated. The field service representative observed the analyzer performing correctly and as per specification. All system checks were successful and the customer ran qc which was all ok.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.